Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: - are there photos available for visual analysis? --no. - was the fluff found inside the sterile packaging or was the suture fraying? --the fluff was not found inside the sterile packaging and the suture was not fraying. - it was recently stated that "the fluff was not found inside the sterile packaging and the suture was not fraying." Please explain, where was the fluff found (e.g. Individual packaging, outer secondary packaging, shipping box)? --the fluff was found on the suture. - was the fluff attached on the suture thread? ¿yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a breast surgery procedure on (B)(6) 2026 and suture was used. The suture at the junction of the needle and suture was not smooth and had fluff, which affected surgical use. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.